Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 and hi display accompanied by symptoms. Wife is calling on behalf of the customer. The customer is concerned with high tests results obtained. The expected fasting blood glucose test result range is 150-230mg/dl. The customer did report symptoms feeling tired. Medical attention is reported as a result of the actual blood glucose results and reportable symptoms. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of hi display using meter. The test strip lot manufacturer's expiration date is 05/17/2020 and open vial date is 6/20/2019. The meter memory was reviewed for previous test result history. Result 1: hi display, date: (B)(6) 2019 time: 8:33am , non-fasting. Result 2: hi display, date: b)(6) 2019 time: 11:50am, non-fasting. Result 3: 419mg/dl , date:(B)(6) 2019 time: 6:27pm, fasting. Result 4: 63mg/dl , date:(B)(6) 2019 time: 9:02am, fasting. Result 5: 53mg/dl , date:(B)(6) 019 time: 8:33am, fasting.

Event description:
Consumer reported complaint for e-5 and hi display accompanied by symptoms. Wife is calling on behalf of the customer. The customer is concerned with high tests results obtained. The expected fasting blood glucose test result range is 150-230mg/dl. The customer did report symptoms feeling tired. Medical attention is reported as a result of the actual blood glucose results and reportable symptoms. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of hi display using meter. The test strip lot manufacturer's expiration date is 05/17/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: hi display date:(B)(6) 2019 time: 8:33am non-fasting, result 2: hi display date:(B)(6) 2019time: 11:50am non-fasting, result 3: 419mg/dl date:(B)(6) 2019 time: 6:27pm fasting, result 4: 63mg/dl date:(B)(6) 2019 time: 9:02am fasting, result 5: 53mg/dl date:(B)(6) 2019time: 8:33am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method and conclusion codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.